Event description:
A customer reported that their meter displayed a "lo" (less than 20 mg/dl). Because of this reading the customer replaced the batteries and now the system will not countdown. While on the phone a review of the system was conducted. Electronic checks were satisfactory as well as normal control testing. However, when these tests were conducted the customer stated that the display was missing portions of the "hundred and tens" units. A request was made to return system for evaluation. In the meantime, a replacement unit was provided.